Manufacturer narrative:
Correction: d2 (common device name), g5 (PMA/510k), h3, h6 (patient code and device code). Additional information: d4 (UDI number), d10, h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that following surgery, a device malfunction occurred leading to a revision surgery in which a fusion was put in place of the device. No further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. The reference & lot number are unknown; therefore the device history records are unable to be reviewed. Initial and revision surgery date are also unknown. Only information provided : device malfunction & device removal. Surgeon indicated that event occurred at c5/6 and that an acdf procedure was performed. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation is still on-going. Conclusion is not yet available. Product not returned.

Event description:
Mobi-c p&f us : device malfunction and device removal information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose device malfunction & device removal. Surgeon indicated that event occurred at c5/6 and that an acdf procedure was performed. No other information provided. Investigation ongoing.